Event description:
New information received notes that multiple physicians have treated the patient with antibiotics for continued low grade fevers and redness of the pocket site for about 6 months until following up at (B)(6) hospital center. At the clinic, significant pocket infection was found to be due to prolonged improper treatment. When the leads were explanted, no vegetation was found on the leads. There was no allegation from the physician that the device or leads were related to the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient who has dementia was suffering from intermittent low grade fever for about 2 weeks. Multiple testings were performed and found that the patient suffered from staph infection via skin source with apparent lead vegetation noted via echocardiogram. The whole system was explanted and a temporary lead was positioned since the patient was dependent. Antibiotics were given to the patient. A whole new system was then implanted on (B)(6) 2019. The patient was stable before, during, and after the procedure and was discharged the following day. Related manufacturer reference number: 2938836-2019-13359. Related manufacturer reference number: 2938836-2019-13491. Related manufacturer reference number: 2938836-2019-13492.